Event description:
It was reported that the patient with this pacemaker stated experiencing breast soreness following a recently performed mammogram. The patient also stated that the device was compressed along with the breast and expressed concern about potential damage to the implanted device. Technical services (ts) advised the patient to consult a clinician regarding the compression anomaly. To date, this pacemaker remains in service. No adverse patient effects were reported.